Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/28/2017 with the following findings: a review of the black box data revealed cs 078 call service alarms (motor rewind error) had occurred. During investigation, the pump alarmed with a call service (cs 078) during testing. The pump was unable to complete the rewind successfully. The pump was opened and moisture/corrosion was observed on internal motor related components causing motor failure.